Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy - "this is a complaint from the market. (B)(4). Complaint sheet - "report from the sales rep: a patient underwent laparoscopic nephrectomy using c0r47 on (B)(6) 2016. On the following day, x-ray was performed on the patient and a metal object approx. 2 mm x 4 mm was found inside the patient. CT scan after x-ray revealed that the metal object was present in the muscle layer of the abdominal wall. As the c0r47 was inserted into the area, the customer wants to know if there is any missing portion with the device and a foreign metal object possibly mixing in the product." Initial investigation report by aomori olympus - "the event unit was returned to olympus and visually inspected. The reported metal object was not sent to us as it was not retrieved from the body. No visible damage was found with the returned cannula or the obturator. Upon further inspection, the ddb, the shield, and the septum were found to have no visible damage. The spring inside the balloon inflation port was not dislodged. The unit will be returned to amr for further processing. (B)(4). Request - "please include the following points in the closing letter. Is there any missing portion with the returned cannula or the obturator? Has amr every received complaints reporting metal objects attaching to amr trocars or entered the sterile bag?" Patient status - no patient injury.

Manufacturer narrative:
Additional information was received. Adverse event and/or product problem and outcomes attributed to adverse events were corrected. Investigation summary: the event unit was returned for evaluation; however, the metal object mentioned in the complainant's description of the event was not returned. The only metal component in the kii balloon blunt tip trocar is the check valve spring, which was found to be present in its standard location on the event unit. During the manufacturing process, all trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. The returned unit was intact, met current specifications and was fully functional. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from distributor on june 27, 2016: a photograph of the x-ray could not be obtained from the user facility. The material was confirmed to be metal as "the metal object was very clearly observed in an x-ray diagnosis, with the evidence to show halation as often seen when metal object is inside body." "The other instruments used during the procedure were below, laparoscopic forceps (olympus), laparoscopic electrical scalpel (amco), laparoscopic bipolar forceps attached disposable metzenbaum scissors (applied medical) (possibly cb030 or cb040), abdominal cavity retrieval bag (hakko), laparoscopic bipolar forceps (aseclup), ligasure (covidien)".